Manufacturer narrative:
The actual returned device was visually inspected, and filled with water to try and replicate the fault. Results: when the complaint device was filled with water both floats of the chamber functioned correctly. There was no sign of any physical damage to the aluminium base of the chamber. The returned chamber did not exhibit any of the known characteristic signs of float failure resulting in overfilling. It is possible for the floats to become unstuck during transport back to another country. This failure mode is being further investigated through a CAPA project to address the overfilling of mr290 humidification chambers. Conclusions: we could not replicate the alleged fault. We are aware of other similar complaints reporting failure of the float mechanism in the mr290. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the past year. We have an open CAPA item to address such complaints and put measure in place to reduce and/or prevent recurrence.

Event description:
Reporter reported that an mr290 chamber overflowed. They state that water exceeded the limit line of the chamber because the float did not work properly, and that water also entered into the breathing circuit.